Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer experienced high blood glucose of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The caller did not know how to make the insulin pump deliver more insulin. The customer stated that they will take the customer to the emergency room. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.